Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed a leak that came from the tubing between the assembly of the tubing and the drip chamber. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition was determined to be due to either an improper manual assembly or per a damaged component during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: 1: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing directly below the drip chamber of a clearlink, paclitaxel set was leaking. The issue was noticed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.